Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that a patient had experienced increased stimulation. It was reported that a patient had a shocking or jolting sensation. It was stated that the patient described one instance when the ¿implant had died¿ and after recharging, the patient turned the implant on with the programmer and experienced a sensation of increased stimulation. It was stated that the patient had also described another instance where they had been reclining in bed when the stimulation occurred. It was noted that the representative believed the feeling was ¿likely positional¿ after speaking with the patient about the experiences. Additional information received reported that impedances had been checked and were within normal range on (B)(6) 2013. It was reported that the patient was also reprogrammed on that date. It was stated that there were no malfunctions. It was stated that ¿the increased stimulation was when the stimulation was turned on while the patient was in a reclining position¿. It was reported that the patient was doing well and receiving effective therapy.